Manufacturer narrative:
This report is filed may 12, 2016.

Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to the patient experiencing headaches and a lack of benefit with the device. There are currently no plans to reimplant the patient as of the date of this report.